Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The quality control (qc) results were within range on the day of the event. Ccc specialist discovered that the sample was centrifuged using stat spin outside of tube manufacturer's instructions for centrifugation. Centrifuge speed and time used by the customer is not recommended by the tube manufacturer. The cause of the sample being centrifuged outside of tube manufacturer's specifications is failure to follow instructions. A siemens customer service engineer (cse) was dispatched to the customer site. The cse replaced dirty reagent probe 2 and reagent probe 2 mixer. The cse was unable to run alignment and bottom of cuvette due to availability of check flex. The cse ran a full check, which passed. The cse ran quality controls, which were within range. The cause of falsely depressed glu result on a patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, (B)(6) depressed glucose (glu) result was obtained on one patient sample on a dimension vista 500 instrument. The discordant result was not reported to the physicians. The sample was repeated on the same instrument and on an alternate dimension vista instrument, all resulting higher. The customer reran the same sample on an alternate instrument and on original instrument, all resulting higher. It is unknown if the corrected result was reported to the physicians. There are no reports of patient intervention or adverse health consequences due to the discordant, (B)(6) depressed glu result.